Event description:
It was reported that the 4.0 x 23 mm xience xpedition was removed from the device packaging and the sheath and mandrel were removed without difficulty. The physician then noted that the stent had dislodged and remained on the mandrel. The device was not used and there was no patient involvement. A second same device was then used in the procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. Stent dislodgement was confirmed via returned device analysis. Based on the visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. .